Manufacturer narrative:
(B)(4).: batch #: unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported, ¿proximate reloadable linear cutter with safety lock-out (tlc10) lot:- u94h7u exp:- 2025-05-31 did not cut or staple the bowel, equipment stuck in bowel anastomosis had to be forced off bowel by surgeon, resulting in more bowel to be resected as consultant not happy with viability of bowel after event. Another cutter used, worked correctly bowel resected. They resected 20cm more bowel due to malfunction of equipment. Equipment checked by surgeon staples not released as should have been but bowel clamped for period of time. Equipment put together correctly but hand piece making a crunching noise when fired. Another tlc100 was opened and used, fired correctly. Patient is out of hospital and recovering well. Although I have no further information regarding if the patient needed any extra care post-operatively.